Manufacturer narrative:
The precise stent came off the delivery system during prep. The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. It is unknown if the stent still constrained within the outer member/sheath when removed from the tray. There was no difficulty flushing the sds. One non-sterile precise pro rx us carotid syst 5x 20mm was received coiled inside a plastic bag. Unit was deployed. Stent was received in other bag. Outer member was kinked at 4cm, 7.5cm and 135cm from ID band, also inner shaft was kinked at 2.7 and 3.3 from distal tip. No other discrepancies were found. The outer length was measured and found within specification. Functional test was performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of kink condition could not be conclusively determined. During manufacturing process there are controls to detect this kind of damage. The failure 'sds - deployment difficulty-premature/during prep' reported by the customer could not be confirmed since no anomalies were found during dimensional and functional analyses. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The precise stent came off the delivery system during prep. The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. There was no difficulty flushing the sds.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.